Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 14nov2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient reported that the patient that the injection button of their humapen luxura device could not be pressed and the patient was unable to inject insulin. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch 1111b01, manufactured november 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to pen jam issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 73-year-old patient of unspecified gender and origin. Medical history included coronary heart disease, parkinson's disease and hypertension. Concomitant medications included metformin for an unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 75, 100 u/ml) via a reusable pen (humapen luxura, burgundy) 18 units each morning and 16 units each night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2014. Since an unspecified date, while taking insulin lispro 75/25, the patient could not move or taking care of self due to the parkinson disease and their blood sugar was very unstable (no values, units or reference ranges provided). The event of not could moving was considered serious due to its medical significance. Since an unspecified date, while on insulin lispro 75/25 treatment, the blood glucose of the patient had to be regulated and due to that, the patient was hospitalized once or twice in the previous two years (conflicting information onset date also reported to be within the first two years of treatment). Information regarding lab tests or further information on the hospitalization was not provided. On (B)(6) 2019 the patient could push down the injection button of insulin injection pen, but it was laborious. On (B)(6) 2019 the patient could not being injected with the dose since the button of the pen could not be pressed (pc: (B)(4); lot: 1111b01), due to this, later, after eating, the blood glucose was on the high side (no values, units or reference ranges provided). Information regarding corrective treatments or outcome of the events was not provided. Insulin lispro 75/25 treatment was continued. The operator of the humapen luxura burgundy was a relative of the patient and his/her training status was not provided. The general humapen luxura burgundy duration of use was unknown and suspect reported humapen luxura burgundy duration of use was approximately five years. The humapen luxura burgundy was continued. The suspect humapen luxura burgundy device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer assessed the drug dose omission event was related to the humapen luxura burgundy and did not provide a relatedness assessment with insulin lispro 75/25 treatment or between the remaining events and insulin lispro 75/25 treatment or the humapen luxura burgundy. Edit 22oct2019: updated medwatch fields for expedited device reporting. No new information added. Update 24-oct-2019. Information received on 18-oct-2019. No new significant information was added to the case. Edit13-nov-2019: upon internal review of information received on 18-oct-2019. Added in narrative conflicting information about hospitalization details. Update 14nov2019: additional information received on 12nov2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen luxura burgundy device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6)-year-old patient of unspecified gender and origin. Medical history included coronary heart disease, parkinson's disease and hypertension. Concomitant medications included metformin for an unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 75, 100 u/ml) via a reusable pen (humapen luxura, burgundy) 18 units each morning and 16 units each night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2014. Since an unspecified date, while taking insulin lispro 75/25, the patient could not move or taking care of self due to the parkinson disease and their blood sugar was very unstable (no values, units or reference ranges provided). The event of not could moving was considered serious due to its medical significance. Since an unspecified date, while on insulin lispro 75/25 treatment, the blood glucose of the patient had to be regulated and due to that, the patient was hospitalized during the two first years of treatment (it was not specified if the hospitalizations were scheduled; therefore were treated as not scheduled). Information regarding lab tests or further information on the hospitalization was not provided. On (B)(6) 2019 the patient could push down the injection button of insulin injection pen, but it was laborious. On (B)(6) 2019 the patient could not being injected with the dose since the button of the pen could not be pressed ((B)(4); lot: 1111b01), due to this, later, after eating, the blood glucose was on the high side (no values, units or reference ranges provided). Information regarding corrective treatments or outcome of the events was not provided. Insulin lispro 75/25 treatment was continued. The operator of the humapen luxura burgundy was a relative of the patient and his/her training status was not provided. The general humapen luxura burgundy duration of use was unknown and suspect reported humapen luxura burgundy duration of use was approximately five years. The humapen luxura burgundy was continued; however, its return status was not provided. The reporting consumer assessed the drug dose omission event was related to the humapen luxura burgundy and did not provide a relatedness assessment with insulin lispro 75/25 treatment or between the remaining events and insulin lispro 75/25 treatment or the humapen luxura burgundy. Edit 22oct2019: updated medwatch fields for expedited device reporting. No new information added. Update 24-oct-2019. Information received on 18-oct-2019. No new significant information was added to the case.